Manufacturer narrative:
Correction: section d9 - checked "yes" for device was available for evaluation. The reported event of noise was not confirmed. A partial lead was returned in two portions for analysis. Electrical testing that could be performed did not find any indication of conductor fractures although an internal short was noted due to procedural damage. All damages found are consistent with procedural damage.

Manufacturer narrative:
Correction- section d9: added the lead return date, which is 20 aug 2024.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced on (B)(6) 2024. No patient condition was reported.